Event description:
This patient experienced a subacute thrombosis approximately two weeks after having a cypher stent implanted in the ostium of the right coronary artery (rca). This was treated with aspiration thrombectomy, re-intervention (ptca), and the placement of an additional stent within the cypher. This patient was admitted to the hospital with a chief complaint of angina. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, ostial, moderately calcified, concentric, short (12mm), b2-type lesion in the proximal rca. A bolus of 10,000 units of heparin was administered via IV, with act's reported at 240 seconds. There were no difficulties in accessing or wiring the vessel noted. The proximal rca lesion was predilated with a 3.0 x 15mm balloon inflated to 12atms for 25 seconds. Rotablator was also conducted at the lesion site. A 3.0 x 18mm cypher stent was deployed to 14 atms for 60 seconds with suboptimal results. The stent was post-dilated 3.0 x15mm balloon inflated to 20 atms for 40 seconds. Residual stenosis was reported to be 0%, with timi 3 flow noted throughout the stented segment. The patient was discharged on aspirin and ticlid. Approximately two weeks later, the patient returned to the hospital due to an "uneasiness" in their chest. They were noted to be hypotensive upon arrival. The patient was taken emergently to the cardiac cath lab. Repeat angiography demonstrated a thrombosis of the previously placed cypher stent in the proximal rca. The thrombus was treated with aspiration thrombectomy and re-interention (ptca) with a 2.5 x 20mm balloon inflated to 10 atms for 30 seconds. A driver stent was placed within the cypher stent and deployed to cover the previously stented segment. Physician's comments: "the probable cause of the sat was because the patient was receiving dialysis treatment [and] they might have become dehydrated. In addition, the patient had [acute] mi twice in the past, suggesting that the patient easily developed thrombus." Possible lot # l0305112 or l0305105 is not distributed in the us; however, it is similar to us products. This is an initial/final report.